Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -7.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting which then on (B)(6) 2022 the surgeon explanted the lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).